Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the large intestines during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was removed from the endoscope and it was noted that the plastic sheath (flare) was on the working length on the device, but had detached from the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was kinked. The strain relief was also found to be detached from the handle. Evidence of the flare manufacturing process was present on the catheter. Dimensional inspection found the device within specification. Functional testing could not be performed due to the flare detachment. The complaint that the catheter detached was confirmed. Additionally, the strain relief was detached from the handle. It is possible that the flare detached as a result of the resistance applied to the device when it was actuated during the procedure, therefore the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Reported event of working length detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the large intestines during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was removed from the endoscope and it was noted that the plastic sheath (flare) was on the working length on the device, but had detached from the handle. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.